Event description:
Report received of a tubing separation that occurred at the y-site of a set. A hospital caregiver entered the patient's room and discovered blood and IV fluid on the floor. The patient had a peripheral IV access. It was reported that the IV was for maintenance and either d5w or d5 1/2 with 20 meq kcl was infusing. The IV team was called and the tubing set was changed out. The infusion was resumed without further incidence. The reporter stated that the patient lost a "large amount of blood," though it was not known if blood testing or blood transfusion was required. The reporter stated that there was no patient impact. Although requested, no additional information was available.